Event description:
A malfunction occurred on the pump after the customer accidentally fell on it, although there was no visible damage to the screen or housing. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support resolved the issue by sending the customer a replacement pump with updated software, and the customer agreed to return the malfunctioning pump within 10 days. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy until the replacement arrived.